Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high creatinine result for one patient urine sample. The initial result was 1317 umol/l and the repeat result was 64 umol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The customer found the rinse nozzle locking clip was missing and the nozzle was raised. The customer replaced the clip and checked each tube for leaks. They did not have any other sample issues after the repair.